Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was a black stained needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an opened packaging shelf box. The strip of five packaging blisters is shown on the top and has one packaging blister with a black stain. The stain appears to be on the packaging bottom web. No other defects or imperfections were observed. A device history record review was completed for provided material number 305107, lot number 1085350. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a black stain was found on the bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from spanish: "comes a black stained needle total pieces involved, 1 piece damaged, box comes with 100 pieces".